Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the stapler fired but it did not deploy the staples. There was poor staple formation. Another device was used to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five device. Visual inspection of the returned products noted that the reloads had full staple complements. Functionally the reloads were loaded into a pmv representative instrument and were applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap lobectomy procedure, stapler was able to be fired and staples did indeed fire. There was poor staple formation. It was noted that the surgeon felt the staples were not ¿tight¿ enough and both staple lines bled. As such, he needed to clip areas of the staple line. Another device was used to complete the case.